Event description:
It was reported to boston scientific corporation in 2009, a wallstent biliary rx permalume was used during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure four days prior. According to the complainant, during the procedure, the stent was placed, but it would not fully open. The stent was too long for the patient's bile duct and the physician felt he had to remove the stent. The physician removed this stent and placed a shorter stent in the pt. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Stent did not fully open). The complainant indicated that the device will not be returned for eval. If there is any further relevant info received, a supplemental medwatch will be filed.